Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint was not confirmed due to lack of sample for connection issue of the transfer set and plastic catheter adapter. . Trend review was performed for the time period from (B)(6) through (B)(6) 2011. No trend triggers were observed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
A peritoneal dialysis (pd) nurse contacted the (B)(6) clinic's baxter sales representative on (B)(6) 2011 to indicate that she had a patient that had his transfer set come loose from the connection. The nurse indicated that she has another 16 patients with transfer sets from this same lot and she is concerned that the same thing might happen; however, the nurse has heard nothing yet from any other patient. The following additional information was provided by the patient's (B)(6) nurse on (B)(6) 2011: the transfer set that became loose was originally placed on the patient on (B)(6) 2010, and the patient began automated pd therapy on the same date. The nurse indicated the patient uses a plastic adapter (product information unknown) and there was no visible damage or residue on the catheter threads. The nurse stated the clinic teaches their patients to loop their catheter so the adapter rests on gauze, underneath their bandage. The nurse indicated an assist device is not used to make the connection and the transfer set was not previously reattached by the patient. The nurse also indicated that neither she nor the patient know what could have caused the transfer set to become loose. The nurse indicated the patient noticed a wet spot on his shirt on (B)(6) 2010 and then noticed the transfer set was loose, so the patient tightened it up. The nurse placed the patient on an oral antibiotic that evening as prophylactic treatment but the next day the patient reported that he had a cloudy effluent bag. The patient then came into the clinic the next day (B)(6) 2010 and the transfer set was replaced. The nurse stated she looked at transfer set and did not see any obvious defect. The transfer set is not available for evaluation. The nurse indicated that she cannot provide any clinical information regarding the peritonitis but did state that the patient was diagnosed with peritonitis on (B)(6) 2010. The nurse indicated the patient's culture showed no growth but that was because patient was already on antibiotics (first oral, then intraperitoneal for 5 days, then on another oral for an additional 10 days). The patient has recovered. No further information is available.